Event description:
Olympus medical systems corp (omsc) was informed that 2 patients developed cystitis after having undergone cystoscopy procedure. The patients were cured with antibiotics. One of the patients was male in his sixties. The attending physician commented that insufficient reprocessing might have caused the cystitis. There were a total of 5 cystic scopes including 2 loaned devices. It was unk which device was used to each patient.

Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information, or if a device is received at a later time, this report will be supplemented. The manufacturing history was reviewed, with no irregularities related to this problem noted. Please cross refence the associated complaint files: MFR report#: 8010047-2015-00363, 8010047-2015-00364, 8010047-2015-00388, and 8010047-2015-00389.